Manufacturer narrative:
The pt was successfully transplated in 2005. The reported high pump power consumption is confirmed. The cause of the reported event was due to the accumulation of cam/cam follower particulate occluding the air passage-way within the lower housing. The occluded air passage-way restricted the pump filling and increased the power consumption of the pump during eject. It appears that a combination of the min/max tolerances between the depth of the vent well within the lower housing and the height of the epoxy coating on the commutator pcb created a tight clearance between the assemblies. This tight clearance allowed particulate to occlude and restrict the air path between the lower housing and the percutaneous lead. As a corrective measure, the MFR has implemented a larger vent well in the lower housing to reduce the potential of particulate occluding the air path between the lower housing and the percutaneous lead. No further info is available. The MFR is closing its file on this event.

Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator the pt was at home and was getting intermitted power limit advisory alarms. The pt was admitted to the hosp and waveforms were taken and sent to the MFR for analysis. The results of the waveforms were abnormal. The pt's pressure was normal and vent filler appeared clean. No fluids reported to have entered the vent line. The pt however had gained approximately 40 pounds since implant. The MFR informed the vad coordinator that weight gain may have caused the pump to shift and possibly cause a kink in the outflow graft. The pt remains in the hosp and will undergo tests to see if a kink is present. The ip console is standing by the event that alarm becomes more prevalent for a switch to pneumatic back up. The pt remains on lvad support.